Manufacturer narrative:
Date sent: 12/12/2008. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a thyroidectomy procedure, the clips were not forming properly with all four devices. They managed to get enough good clips with the devices. There was no adverse consequence to the patient.